Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01401.

Event description:
The patient was undergoing a coil embolization procedure in the superior cerebellar artery (sca) using penumbra smart coils (smart coils), a smart coil detachment handle (handle) and a non-penumbra microcatheter. It was noted that the patent's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician placed two smart coils into the target vessel using the microcatheter. Afterwards, the physician advanced the next smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then made several additional attempts but the smart coil would not detach. Therefore, the smart coil and handle were removed. The procedure was completed using two other coils. There was no report of an adverse effect to the patient.